Event description:
During a percutaneous transluminal angioplasty to the anterior tibial artery (right or left unk), this balloon ruptured at nominal pressure. The pt was a male (age unk). The vessel was described as severely calcified and slightly tortuous. The rate of stenosis was 99%. The physician had no difficulty accessing the lesion with a guidewire, and there was no difficulty advancing the balloon to the lesion. Upon inflation of the balloon with an indeflator, the balloon ruptured. The balloon was safely removed from the pt and another balloon was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.